Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory in two segments, 7cm from the is-1 terminal and 45cm from the electrode tip. The helix mechanism was in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing of both segments did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. X-ray analysis of the returned segments was unremarkable. The helix mechanism could not be tested due to the lead being severed. Laboratory analysis was unable to confirm the reported clinical observation of high out-of-range pace impedance measurements.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. During a device upgrade procedure the physician elected to explant and replace the lead due to suspected fracture. No adverse patient effects were reported.